Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was to get MRI information. The system is completely overdischarged and the rep thinks that the device has had the maximum number of strikes. Troubleshooting was not required. The issue was not resolved through troubleshooting.tss reviewed MRI information. The caller will follow up with the MRI facility about MRI. It was reported a trickle charge was done. Additional information was received from the manufacturer representative (rep). Rep tried to get the device back up and running but were not successful. The pain doctor is aware of all of this. Pt wanted to move forward with getting the device removed as he said he has not used it in years. Rep gave him the name and contact information for a neurosurgeon to see about the removal. Patient showed up to a different doctor outside of rep's territory to have it removed.